Event description:
The customer reported that the system's power cable was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the power cable. The system was tested and found to be working as intended and put back into service.